Event description:
Reporter alleged having a "low blood glucose episode" and calling paramedics due to the results of the blood glucose monitoring device. Reporter stated device result was 244 mg/dl. Reporter stated calling paramedics due to having a "low blood glucose" episode. Reporter alleged paramedics device result was 34 mg/dl. Reporter indicated paramedics treated her with a glucose tablet. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.